Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable ws cleaned and greased and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a kv on in error message. This error causes the system to shut down, resulting ina loss of imagining functionality. This could result in the delay or cancellation of a procedure. The re is no report of injury or death associated with this event.